Event description:
Ous MDR - after an implantation period of about 33 months, it was reported that the ICD was in eos mode. The device reportedly indicated mol1 with a remaining battery capacity of 58 % during the last follow up on 22. December 2014. The physician decided to explant the ICD. It was returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated. The interrogation revealed the battery status eos, confirming the clinical observation. The device was implanted for 33 months and 22 charging cycles were recorded to the device memory. The memory content of the device was inspected. In the available iegms noise was observed in the ventricular as well as the far-field channel on (B)(6) 2015, leading to a charging cycle. This charging cycle was aborted by activation of the battery status eos. Besides that, no anomalies were observed. In a next step, the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status mol1. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A¿fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the eos status could be confirmed. The eos status was removed and a thorough analysis proved the device to be fully functional. Therefore, no conclusion can be drawn regarding the root cause of the clinical observation. However, based on the analysis results it can not be excluded that external influences, most likely a medical treatment, with additional magnet application on february 6 has contributed to the occurred eos status. There was no indication of a device malfunction.